Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "fatigue" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and fatigue. Information contained in this report was previously submitted through asr / psr on 26-jul-2011.

Event description:
Patient reported "chronic fatigue syndrome", "pain" and "deflation". This record is for right side. The device was explanted.